Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on performa system compared to a professional meter within 10 minutes: 7.2 mmol/l and 3.2 mmol/l (performa system) and 9.2 mmol/l (professional meter). Customer advises she keeps an amount of strips loose in black case. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.